Event description:
The home pt (hp) inadvertently changed their homechoice cycler program parameters from continuous cycling peritoneal dialysis (ccpd) to tidal therapy. According to the healthcare professional (hcp) of the hp, the hp was supposed to perform 5 cycles of 3000ml each during their ccpd therapy with a last fill volume of 2500ml. While attempting to perform a bypass during apd therapy, the hp accidentally changed the device's program parameters from ccpd to tidal therapy with a tidal volume of 5%, resulting in the number of cycles changing from 5 to 81. Afterwards, the hp received their programmed fill volume and felt overfilled. The hp placed the device into a manual drain and removed 4893ml of fluid. According to the hcp, there was no pt injury or medical intervention.